Event description:
A mother reported her (B)(6) daughter experienced ocular redness, blurry vision and pain in the left eye after using complete multipurpose solution easy rub with her acuvue contact lenses. She sought medical treatment, was diagnosed with a corneal ulcer. She was treated with 'cipro' (floxacin) eye drops four times a day and an unspecified steroid eye drop. Follow up info from the pt indicated the doctor told her she had a 'chemical reaction' to the complete. Her symptoms resolved. Her lenses were reportedly around one week old at the time of the event. The pt indicated she 'rubbed and rinsed' the lenses prior to storage and insertion. She did not indicate that she replaced the disinfecting solution daily. She denied smoking, extended wear, or showering/swimming with lenses in place. Follow up with the eye care professional has been requested but not yet received.

Manufacturer narrative:
Used for 'chemical reaction'. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. MFR of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within specs and bioburden free. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.